Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box , the venous temperature probe was found broken off the reservoir when the package was opened. No patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on apr 12, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information); h4 (device manufacture date); h6 (identification of evaluation codes 4114, 11, 3221, 3321, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation finding: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned; therefore, a thorough investigation could not be performed and a root cause could not be determined. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H6 (identification of evaluation codes 10, 3259, 4307). Type of investigation: 10 - testing of actual/suspected device. Investigation finding: 3259 - improper physical structure. Investigation conclusions: 4307 - cause traced to component failure. The affected sample was inspected upon receipt to confirm the venous temp probe was broken off. There was additional damage noted to the blood inlet port of the oxygenator. A representative retention samples were inspected for damage with no damage noted on the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h3 (device evaluation anticipated by manufacturer) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.